Event description:
The tech was sent to the pt room to take to the pt to the sleep center for an eeg. He obtained a bariatric wheelchair from the nursing unit. He entered the pt's room and instructed the pt to sit in the seat. The seat was not fully deployed so the pt placed his right hand under the seat. When he sat down his right fifth finger was caught between the rod and the bracket. This resulted in the last digit of the fifth finger being amputated. The pt was taken to surgery later that same day for an I&d of the fifth finger and amputation of the distal digit.